Event description:
The facility's risk mgmt dept reported that possibly a "major medication error" occurred and the pt expired. The pt was admitted to the intensive care unit from another facility with "a lot of problems" and started on a levophed drip due to decreasing blood pressure. The pt was not responding to the treatment. The next day around 0100, the doctor ordered "may titrate levophed to the maximum dose of 80mcg/min" to keep the blood pressure above 90. At about 08:30 of that same day, the nurse asked the hosp's pharmacy for a double concentrated levophed of 16mg/500ml. It is not known when the new levophed was hung. Throughout that day, the levophed infusion was increased to the maximum dose. The pt however "did not respond" and the pt's blood pressure remained at 50 systolic. The next day, the evening nurse noticed the pump was running at 6.72mcg/min and realized that the infusion should be running faster. It was charted the pump was running at 210mcg/min. The nurse adjusted the pump and the pt's blood pressure responded. After the event was discovered adn leveoped infusion was adjusted, the pt's bun (blood urea nitrogen) and creatine levels increased and the pt "never regained consciousness and never woke up". Five days after the event occurred, the pt's life support was withdrawn and the pt expired. The facility did not believe that the event caused the pt's death, however, the facility believes that the prolonged hypotension, blood pressure at 50 systolic for over 16 hrs, contributed to the pt's death. The facility's risk manager stated that the autopsy was performed but the results were not available. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics and diagnosis, pt's medical history, other medications involved, events occurring between the incident and the pt's death, and the autopsy results.